Event description:
It was reported that approximately 28 months post implant of a bifurcated device and a suprarenal aortic extension, the patient was seen routinely for follow up. A surveillance computed tomography (CT) scan indicated the patient had an endoleak. The patient was not having any symptoms. The physician decided to correct the endoleak by implanting another bifurcated device and another suprarenal aortic extension. The patient was reported to be doing well post procedure.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Based upon the clinical evaluation, the type iiib endoleak was confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues (no related issues) or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.